Event description:
Customer reported via phone call that they were experiencing high blood glucose level. Customer stated that they ate their dinner but forgot to take bolus delivery. Blood glucose level at the time of incident was 600 mg/dl. Customer did all possible troubleshooting for high blood glucose level. Insulin pump was not on auto mode. Insulin pump will not returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.